Event description:
Hospital personnel were performing a synchronized cardioversion on a pt, condition unknown. According to the reporter, when the recorder strips and code summary were reviewed the defibrillator appeared to discharge approximately 200 ms after the sync marker on the patient's qrs portion of the ECG in the area of the t wave. No adverse affects to the patient were reported as a result of the alleged malfunction.